Event description:
Lead implanted w/fluoro, and repositioned for better capture. Pt went into cardiac arrest and died. Coroner rpts 2 holes in ventricle consistent with the size/diameter of the lead body. He noted that the patient did have a temporary lead inserted days earlier.